Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was no sound for any alarms on the central unit. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely logged into the primary server and used ultravnc to check sound settings under the control panel, confirming proper configuration as per device documentation. The rse found the volume setting too low and increased it to 80. The customer later reported the volume was too loud, thus hindering hearing alarms from different units. The rse used ultravnc on another operational unit to cross-check alarm settings and adjusted the volume settings back to default. With assistance from another rse, they checked the local surveillance setting under the configure tab, and confirmed that the local surveillance "sound" volume defaults to 2. However, changing the surveillance application volume controls settings did not correct the audible alarms sound problem; no sound occurred. The rse paged an onsite a field service engineer (fse) for further assistance and a root cause analysis. The fse indicated the customer reported the issue was resolved by their staff and the customer refused the onsite service. No further information was provided. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.